Event description:
It was reported that a saline leak occurred. The 75% stenosed target lesion was located in the moderately tortuous left anterior descending artery (lad). A 1.50mm rotalink¿ burr was selected to treat the target lesion. During preparation outside of the patient, it was noted that water was hissing out from the end of the catheter sheath. Procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is ¿user preference issue¿ as the user is dissatisfied with the function or performance of the product. (B)(4).